Event description:
It was reported that balloon rupture occurred. The 91% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilation, but device failed to cross the lesion due to calcification. However, it was noted that the balloon burst. No balloon pieces remain in the patient's body and the procedure was completed with another of same device. There were no patient complications reported. The patient status was good.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There were numerous hypotube and shaft kinks to the device. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. At 4mm in length moving proximal to the proximal waist transition, there was a burst in the shaft. Product analysis confirmed the reported burst, as there was a material burst of the inflation lumen. Analysis could not confirm the reported crossing difficulties, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that balloon rupture occurred. The 91% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilation, but device failed to cross the lesion due to calcification. However, it was noted that the balloon burst. No balloon pieces remain in the patient's body and the procedure was completed with another of same device. There were no patient complications reported. The patient status was good.